Event description:
The customer reported to beckman coulter (bec) that there was a fluid leak of approximately 1cc from the coulter ac t diff 2 analyzer. The leak was not contained within the instrument. The customer also reported that platelet (plt) carryover test failed on a startup. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to clean the probe wash and reposition the tubing at valve lv8 (lv8), resolving the leak. The lv8 is the probe wipe waste pathway. The customer bleached the apertures, resolving the platelet (plt) carryover test failure. Beckman coulter field service engineer (fse) was not dispatched for this event. Failure mode was attributed to misaligned tubing at lv8. The root cause of the plt carryover issue was not identified; however bleaching of the apertures resolved the symptom. Beckman coulter internal number for this report is (B)(4).